Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist recommended to stop treatment. Patient provided a letter from their dentist that states the aligners are causing localized periodontal recession on the patient's upper premolars.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.